Event description:
Patient reported right-side "large seroma", "swelling", and "pain" and "inflammation." Patient tested negative for bia-alcl. The device remains implanted.

Event description:
Patient reported right-side "large seroma", "swelling", and "pain." Patient tested negative for bia-alcl. The device remains implanted.

Manufacturer narrative:
Continued h.6: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.